Event description:
It was reported that the pump battery takes a longer time to charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.